Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10417194. This product was packaged in our france manufacturing, the manager of this workshop was informed. We received one used sample. A hair inside packaging is confirmed, defect is observed. A resensitization of the operator was done. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on aehb35 reference, defect: contamination over last four year: no similar case was found.

Event description:
According to the available information the device was opened and not used due to a hair inside of the peel pack. This was noticed by the scrub tech and the product was put aside and not used. It had no patient interaction, and nobody was harmed.

Event description:
According to the available information the device was opened and not used due to a hair inside of the peel pack. This was noticed by the scrub tech and the product was put aside and not used. It had no patient interaction, and nobody was harmed.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.